Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Date of the ultrasound - unknown due to unknown date of event. Lot number - requested, not provided . Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number . Implanted date: unknown due to the date of event being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the physician successfully completed hemostasis with the angio-seal device. Approximately two months later, however, the physician observed that there was possibility of stricture around the puncture site according to ultrasonography. Something in the blood vessel was seen and the physician presumed that it might be the angio-seal's collagen sponge. The physician stated that this issue was caused by his own inefficient procedure handling. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. The patient's condition was reported to be currently being monitored. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.